Event description:
It was reported that a tablet could not complete interrogation of generators. Troubleshooting was performed and the connection of the usb cable to the tablet was suspected to be at faulty. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The return of the suspect usb cable is expected but it has not been received to date.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong suspect device for the event. The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
The suspected usb cable was returned to the manufacturer on (B)(6) 2016. Analysis is underway but it has not been completed to date.

Event description:
Analysis of the returned usb to db9 cable was completed and the reported allegation was verified. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.